Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had blade issue was confirmed. It was found that the burr does not fit into the shaver because of wrong o-ring installed on the device. The device was modified accordingly and the device was repaired, tested and found to be fully functional. However, given the information provided we cannot discern a definitive root cause for the installation of the wrong o-ring on the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/13/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the physician in poland that a fms tornado micro handpiece with buttons had a blade issue. During in-house engineering evaluation, it was determined that the burr did not fit into the shaver because of wrong o-ring installed on the device. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.